Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient is scheduled for an I and d poly exchange due to infection. After thorough wash out of the joint and removal of 15mm insert, the surgeon trialed a 17.5mm insert and decided that thickness was what he wanted to implant. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.